Event description:
The account alleges that the brakes will not hold.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged 5 questionable glucose results on the cobas integra 400 plus. Three of the samples were found to be discrepant: integra, initial glucose = 0 mg/dl integra, repeat glucose = 1 mg/dl at the same time a whole-blood glucose was performed by glucometer with a result of 80 mg/dl. Approximately 2 hours later, the patient was again drawn and tested: integra, initial glucose = 20 mg/dl integra, repeat glucose = 21 mg/dl at the same time a whole-blood glucose was performed by glucometer with a result of 99 mg/dl. The patient was also tested on a different brand of glucometer with a result of 80 mg/dl. Approximately 1 hour later, the patient was again drawn and tested: integra, initial glucose = 125 mg/dl at the same time a whole-blood glucose was performed by glucometer with a result of 85 mg/dl. All integra glucose results were obtained on sodium fluoride samples. Integra glucose reagent lot #: 61431901 no adverse event has been alleged regarding these discrepancies. The investigation is ongoing.

Manufacturer narrative:
The 3rd set of results were incorrectly reported as integra, intial glucose = 125 mg/dl with a whole blood glucose performed by glucometer at the same time as 85 mg/dl. The actual integra glucose was 16 mg/dl, with a glucometer result of 85 mg/dl.

Manufacturer narrative:
The patient sample was not available for further investigation. A specific root cause could not be identified. No adverse events were alleged.